Event description:
On (B)(6) 2018, a 12/10mm amplatzer duct occluder was selected for implant per IFU sizing requirements. After positioning and placing the device, a gentle tug test was performed. Immediately after releasing the device, the occluder embolized to the entrance of the right pulmonary artery. The patient was sent to surgery to retrieve the device and close the pda. Post-operatively, the patient is reported to be stable.

Manufacturer narrative:
An event of embolization was reported. A section of the nitinol wires in the retention skirt of the occluder was found to contain one clean cut. As this was an explanted device, how or when the damage occurred could not be conclusively determined. Despite this damage, the occluder met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the embolization remains unknown.